Manufacturer narrative:
H6: device code 2017 clarifier- failure to follow steps / instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported event appears to be related to use error and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly post procedure, when performing suture management, the knot of the first suture had been tightened down before beginning to advance the knot of the second suture which is out of sequence. It should be noted that the electronic perclose prostyle instructions for use (eifu), precaution section 12.4.3 multiple sutures using pre close technique states: it is important to identify which suture was deployed first and which suture was deployed second. At the completion of the procedure, the pre-tied suture knot will be advanced in the order they were placed. The pre-tied suture knot from the first device would be advanced first followed by the pre-tied knot from the second device.

Event description:
It was reported this was an venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip intervention procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 25f large sheath and the mitraclip procedure was completed. Reportedly post procedure, when performing suture management, the knot of the first suture had been tightened down before beginning to advance the knot of the second suture which is out of sequence. The knot of the second device could not be advanced as the knot of the first suture was already locked down. When cutting the first suture after locking the knot, the physician also seemed to have cut the second suture with the suture trimmer. The second suture was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.